Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet alerted for high glucose and the user experienced sustained hyperglycemia with peak readings greater than 400 mg/dl for approximately 17 hours, which began after a supply change and persisted despite another change before trending down; the user reported no visible leakage or bent cannula upon removal of the infusion set. Symptoms included nausea. Outcomes included user self-management without outside assistance or medical intervention, with glucose decreasing to 332 mg/dl by the end of the interaction. Investigation included troubleshooting and education provided by support and a follow-up plan. Investigation of this case revealed that the device detected high glucose and functioned to alert, while the specific cause of the hyperglycemia remained unclear as no device malfunction or infusion set defect was confirmed. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.